Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a patient who had their light adjustable lens+ (lal+) explanted due to visual disturbances. A new light adjustable lens (lal) implanted as a replacement.